Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the customer was wearing the pump in their pocket. Customer placed transmitter and pump within range and without obstruction and connection was regained. No additional patient or event information was available.